Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2011-02874.

Event description:
The customer's attorney alleged that the customer was hospitalized as a result of allegedly receiving improper amounts of insulin while using the insulin pump, continuous glucose monitoring system, and infusion sets. Nothing further was reported.